Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Device code a0414 captures the reportable event of stent torn material inside the patient. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure. Block h11: investigation analysis- upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was buckled and torn. The positioner was also returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire, the stent could get buckled/accordioned and torn resulting in a difficulty/unable to advance or position the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was used in a stent placement procedure. During the procedure, it was noticed that the distal end of the stent was extruded and could not be advanced into position. The procedure was not completed due to this event. There were no patient complications reported. A media was provided by the customer showed that the stent was torn and buckled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that a contour ureteral stent was used in a stent placement procedure. During the procedure, it was noticed that the distal end of the stent was extruded and could not be advanced into position. The procedure was not completed due to this event. There were no patient complications reported. A media was provided by the customer showed that the stent was torn and buckled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Device code a0414 captures the reportable event of stent torn material inside the patient. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure.